Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a cholelithiasis procedure, a piece of the trocar came off. It was recovered and all the trocars are in a bag ready to send back.

Manufacturer narrative:
2 additional devices received for testing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturators and the trocar assemblies were returned. Visual inspection of the components revealed no abnormalities. A small piece of blue material was received in a jar. The blue material was not part of the trocar assemblies. Functionally, the obturators were inserted into the trocars with no binding or difficulty. The instruments were applied to test media; the shields retracted and the knife blades cut cleanly and completely through the media, allowing the cannulas to pass through. In addition, one trocar passed an air leak test and the other failed the leak test due to being received with the obturator inserted into the trocar stretching the seal. The trocars were disassembled to examine the internal components and were found to be acceptable. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).